Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, as the cgm error did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session and confirmed understanding of the instructions.